Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm failed battery test, low battery and off no power. Customer's blood glucose was unknown mg/dl. The customer's mother stated that she changed few packages of batteries and every one lasted less than a week. The customer's mother that few times device turned off with low battery warning.

Manufacturer narrative:
The insulin pump was received with no unexpected low battery alarms, failed battery test or off no power without low battery indicator noted. The insulin pump powered up properly after battery installation and the low battery alarm functioned properly. The operating currents are within specification. The insulin pump has cracked case at the display window corners, cracked display window, cracked belt clip slot, cracked battery tube threads and scratched lcd window.